Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the balloon was tightly folded. There were multiple rows of stent struts flared, bent and bunched near the middle of the stent. The proximal end of the stent was 4mm from the as-manufactured position. There were stent strut impressions on the surface of the balloon between the markerbands, indicating the stent was appropriately positioned between the markerbands and secured to the balloon in manufacturing. There was no damage to the stent delivery system. There was no evidence of any damage or irregularities contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that prior to a stenting treatment procedure, stent damage was noticed. During preparation, the physician noticed that the distal struts of a 3.50x28mm omega stent were raised. The procedure was completed with another same device successfully. No patient complications were reported and the patient status was stable. This product is only ous approved but it is similar to an approved u.s. Device.

Event description:
It was reported that prior to a stenting treatment procedure, stent damage was noticed. During preparation, the physician noticed that the distal struts of a 3.50x28mm omega stent were raised. The procedure was completed with another same device successfully. No patient complications were reported and the patient status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).